Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected failed battery. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother reported that the screen was scratched and was cracked. The customer's blood glucose was unknown at the time of incident. The customer's mother also reported that the insulin pump alarmed several failed battery test alarm. The customer's mother reported that the failed battery test alarm kept recurring after battery change. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.